Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and a new lead was implanted to ensure his pacing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was causing nerve stimulation and possible his bundle pacing. This sensation is causing the patient anxiety and loss of sleep. There was a loss of his pacing during the threshold test. The lead was turned off. No further patient complications have been reported as a result of this event.